Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that pacing inhibition due to external noise on the right ventricular lead was observed. The probably cause was emi interference. The patient was advised to stop using rf radio if symptoms present. The device sensitivity was reprogrammed. No adverse patient effects were reported.